Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and an opening. Leak test was performed and identified an opening on anterior/radius. A microscopic analysis was performed which identified a sharp opening in the valve bond edge and a striated edge opening consistent with the use of a surgical tool. Fill test inspection was performed the result was no blockage. Based on the device analysis the final assessment was a sharp opening on plug strap disk shell due to an unidentified (tear) opening, and a striated edge opening on posterior side assessed as surgical damage. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation and valve leak. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and valve leak. Device has been explanted.